Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the device sterility was compromised. The 99% stenosed target lesion was located in a mildly tortuous and mildly calcified right femoral. During left endovascular therapy (evt), when this device was unpacked from the package, the device separated from the cardboard on the lower part inside the package and it dropped. The device itself was not straight and was loose but a curve was found, and since the tip shape was slightly flattened, the usage was stopped. The procedure was completed with a different device. There were no patient complications reported.